Event description:
In 2006, a customer complaint reported that an event had occurred that involved a bayer advia 70 hematology analyzer. The report stated that "intermittently alerts are not being transmitted with flags from instrument to lis on the first transmission, but when results are re-transmitted, alerts are coming across with flags." Drew scientific was the MFR of the bayer advia 70, and currently MFR and markets a nearly identical product under the drew scientific nameplate, called the excell 22 hematology analyzer. As of august 22, 2006, drew scientific has not recieved any complaints regarding this issue on the excell 22 analyzer, and only one complaint regarding this issue for the bayer advia 70. On three days later, after joint investigation with bayer, we have concluded that although we believe that the risk is slight, this issue does pose a potential risk to health.